Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The pt's mother reported on (B)(6) 2013, her son activated a new and his blood glucose and insulin history is as follows. Upon further inspection, she noticed the cannula look bent. The pod will be removed at the end of the call.